Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there were no complications at the time of implant; however, the patient died from a heart attack three days post implant. The physician stated that the death is not related to device or the procedure.

Manufacturer narrative:
(B)(4). Results: death, mi. Heart attack. Conclusion: death. Heart attack.